Event description:
Customer reports via phone that fluoro failed during an undetermined urology procedure. Staff brought in a portable c-arm fluoro unit and the procedure was completed without further incident. Customer provided no further patient or procedural info, than pt is fine. No reported injury.

Manufacturer narrative:
Field service engineer (fse) investigated complaint that during a procedure the customer lost fluoro. Fse found out that they had experienced a power surge and that other equipment nearby was also having problems. Fse was unable to duplicate the 'no fluoro' issue during testing and the system was operating properly. Fse removed the generator cover and verified voltages and connections, then checked the system for proper operation per service checklist. Unit passed checkout procedures and was returned to service.